Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 309653, batch#: 4341377. Rcc received a complaint via phone. Product complaint - customer called to report that the bd 50ml luer tip syringe is leaking. They prepare medication and prefill these syringes ref: 309653, lot: 4341377 which they ship, upon receipt, it has been noted that the medication is leaking past the stopper. Samples available, not used on a pt and no pt harm. Doe not available.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this bd product has no issue, complaint will be cancelled. The associated MDR will be void.

Event description:
No additional information.